Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 600 pro chemistry analyzer. The customer confirmed that they replaced the sodium electrode and reference electrode. Replacement of the sodium electrode and reference electrode resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low sodium (na) patient results on their dxc 600 proclinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.